Manufacturer narrative:
Weber, w., kis, b., siekmann, r., jans, p., laumer, r., <(>&<)> kühne, d. (2007). Preoperative embolization of intracranial arteriovenous malformations with onyx. Neurosurgery, 61(2), 244-254. Doi:10.1227/01.neu.0000255473.60505.84 the ultraflow microcatheters have not been returned for evaluation; product analysis cannot be performed. The ultraflow model and lot numbers were not provided. The article provided limited information on these events. A cause for the reported stuck ultraflow microcatheters during onyx embolization could not be conclusively determined. Mdrs related to this article: 2029214-2017-00811.

Event description:
Medtronic literature review found reports of stuck ultraflow microcatheters during onyx embolization procedures. The purpose of this article was to present the authors¿ experience in the treatment of intracranial arteriovenous malformations (avms) using onyx embolization and neurosurgical resection. The authors treated 47 patients with 47 avms; mean patient age was 36 years; 31 were male and 16 were female. Additional embolic material (liquid coils, nbca, etc.) Was used in 19 patients. The article states that periprocedurally, four stuck ultraflow microcatheters without clinical deficits were encountered.